Event description:
It was reported that during patient use, a ventilator had a "device alert + safety valve open" alert condition. The patient was removed from the device and placed on an alternate ventilator without any reported patient harm, injury, or change in therapy. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device then operated within the manufacturing specifications.